Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service technician indicates that a peeled adhesive around the light guide lens and a pinhole at the adhesive around objective lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the damage to the adhesive at the distal end are traced to component failure, due to degradation. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.